Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging and that a shock was unable to be delivered during a vt episode due to low, out of range, high voltage lead impedance. Lead was capped and replaced. Patient was stable post-procedure.